Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report the luer lock on the cannula seal installed on universal surgical manipulator (usm) 2 broke, causing the customer to start to lose insufflation. Prior to calling, the customer was able to safely replace the cannula seal with no patient injury, and the customer continued with the procedure. A white piece broke off on the lower lock, which attach to the insufflation tube. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was found to be broken at the luer fitting. The broken piece was returned with the instrument.